Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to elevated blood glucose (bg) of greater than 500mg/dl and diabetic ketoacidosis. Elevated bg was addressed via a correction bolus. Customer was treated with intravenous fluids of saline and insulin during hospitalization which reportedly resolved the issues. Customer was released from the hospital on (B)(6) 2021 with no permanent damage.